Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes low impedance, undersensing, oversensing and intermittent loss of capture in the bipolar configuration.